Event description:
The user facility reported that a water hose from a system 1e processor had separated, resulting in flooding in the hallway where it was located and two adjacent procedure rooms. User facility personnel shut off the water supply and cleaned up the water. No injuries, procedural delays or cancellations were reported.

Manufacturer narrative:
A steris technician went on-site and found that 90 degree factory crimp fitting had separated at the uv light outlet connection. The technician replaced the hose and factory crimp fitting, tested the unit and confirmed it was operational. Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. Steris corporation will install new hoses and connections on system 1e liquid chemical sterilant processing systems (B)(4).